Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported failure is user-related, such as excessive force during needle firing. Dfu-0392-sub-eo warns against the listed uses to help prevent needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/24/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire scorpion needle broke. This was discovered during a rotator cuff repair surgery with no patient harm. It was reported that scorpion forceps were used and the needle broke when the point was passed.